Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2025. During the procedure, the balloon was only able to inflate to 2-3 atm, and when it was checked, it was found to be leaking. The procedure was completed with another cre fixed wire dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results. The returned cre fixed wire dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 83 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon leak was confirmed. The returned device revealed the balloon had a pinhole located approximately 83 mm from the tip of the device (which leads to the reported leak). The pinhole found is likely to have occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Therefore, the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2025. During the procedure, the balloon was only able to inflate to 2-3 atm, and when it was checked, it was found to be leaking. The procedure was completed with another cre fixed wire dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.